Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) addressed intermittent network disconnection issues reported by the customer. The initial remote troubleshooting with customer was unsuccessful. Upon site visit, the fse verified hardware integrity and reconfigured network settings. The ethernet and bluetooth adapters were disabled, and the stations were connected to the 'compassion' wi-fi network. The windows defender firewall and sleep mode settings were turned off. After multiple reboots, the device maintained a stable network connection without further drops. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.